Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complain t received with return of device. Failure (event) observed during analysis. Analysis found internal insulation abrasions at 28.9-29.4cm and at 0.9-3.1cm from the distal end. External insulation abrasion was noted at 5.7-6.2cm and 0.5-0.9cm from the distal end, consistent with friction to another device. Internal insulation abrasions were found under the svc shock coil at 22.8-22.9cm and at 20.8-21.5cm from distal end. Etfe coating was intact at all locations.

Event description:
This report is to advise of an event observed during analysis.